Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) and unable to rewind. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. Prime/seating test failed. Unable to perform displacement test, rewind test, basic occlusion test, force sensor test, and occlusion test due to prime anomaly. Selftest passed, no unexpected no delivery alarms were noted during testing. Successfully downloaded history files and traces using thump. Multiple pump error 43 alarms were noted on the event date from 7:01 am to 1:07 pm. The p-cap locks properly into the reservoir compartment. The pump was cut open and moisture damage on the electronic stack, severe corrosion on force sensor assembly and motor assembly. The following were noted during visual inspection: minor scratched lcd window, missing display window cover (scratched), cracked keypad overlay, pillowing keypad overlay, cracked battery tube area, broken battery tube threads, slightly faded serial number label, battery cap contact detached, and scratched case. Prime anomaly due to severe corrosion on the force sensor assembly. Unable to verify pump error 43 and rewind anomaly due to prime anomaly during testing. Pump error 43 was conformed in the memory due to severe corrosion on the motor assembly. Moisture damage on the electronics confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.